Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt indicated that the reported issue began the month prior, at around 2:30am. During that time, the pt reportedly obtained an "inaccurate high" reading of "500mg/dl" on the subject meter when compared to a reading of "100mg/dl" obtained on the onetouch ultramini meter, performed in less than 10 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeded the expected value of <=30% and/or <30mg/dl. As a result of the reported issue, the pt reportedly took 11 units of humalog insulin. Approximately 2 hours later, the pt reportedly experienced symptoms of "sweatiness and difficulty in swallowing." It is not known whether the pt obtained any readings on the subject meter while experiencing the symptoms. The pt reportedly took oral glucose as described self-treatment. The pt's products are being replaced. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.